Event description:
It was reported that during an ladg procedure, the tissue pad fell off the device and is believed to remain in patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.